Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No rewind anomaly noted during testing, unit functioned properly. Unit received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. No damage on battery cap contact or battery tube noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown mg/dl. Customer stated they are unable to exit the preparing prime loop. Customer stated they did not receive 2nd series of beeps and or number appear on the display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.